Event description:
Pt reported seeking treatment, in the emergency room, approximately 3 years ago, for an infection that developed at their infusion site. Pt stated that, after removing the infusion site, they discovered a red blister on their skin. They indicated that they were given dicloxacillin, for 2 days, to treat the infection. Additionally, pt reported that each time they removed successive infusion sets, a brokwn mark would develop on their skin, where the infusion set had been. Patient stated that their dermatologist prescribed tazorac cream, and topical clindamycin, for treatment of skin irritation. Pt indicated that they were recently switched to a different brand of infusion sets.